Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, the device was being used with a blue reload and not all the staples formed properly. The surgeon oversewed the area and pulled another device to complete the procedure. There was no adverse consequence to the pt.